Event description:
The customer indicated there was an appearance of micro air bubbles in lines (cvc & cvp lines) at manual injection in the q-style access systems with syringes of 1 and 2 ml essentially, leakage at septum, and the septum disconnecting when customer withdrew the syringe.

Manufacturer narrative:
The sample has been sent for the investigation. Upon completion of the investigation, a supplemental report will be submitted.